Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a pvp (th8) for a thoracic compression fracture on (B)(6) 2026. In the process of filling bone cement into the syringes, the plunger of some syringes which should have the function of stopper were pulled out backward and the air entered, and the cement could not fill sufficiently. There were enough syringes which were filled with cement normally, so the surgery was completed successfully without any surgical delay using the normal syringes. No further information is available.